Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was not able to reproduce the reported issue. The fse connected a trainer balloon and the iabp was able to autofill and pump without any issues. The fse inspected the logs, and found multiple gas loss alarms, and four autofill alarms, but no rapid helium loss alarm. The fse pumped on the machine for over two hours and ran all calibrations and functional tests, and could not duplicate any issues. After further investigation and talking to the catheter lab, it was determined that this machine was the third cardiosave that was used on the same patient. It was stated that the perfusionist thought the issue was with the balloon catheter on the patient, and not the machine itself. The customer then tried to use their trainer balloon to test the machine, but four times in a row received autofill alarms. They received these alarms, because they did not have the extender attached to the catheter. The fse suspected there was a leak somewhere on the catheter or balloon that was used on the patient. However, the customer disposed of the balloon. The fse attached the customer¿s trainer balloon, and ran the machine all evening and morning until around 8:00 am, with no issues. The iabp unit passed all calibrations, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced a rapid gas loss. In addition, it was later reported that the iabp unit would not autofill. There was no patient harm and no adverse event reported.